Manufacturer narrative:
(B)(4). One used lf1537 ligasure device was received for evaluation, and examination of the returned sample confirmed the reported issue. Visual inspection found the handle was broken and could not be used to manipulate the loose jaws. This issue also allowed the knife to be advanced and retracted when the jaws were partially open. Further investigation found the issue to be due to broken latch tines within the handle body. However, the cause of the broken tines could not be reliably determined. The manufacturing process has been updated since the release of this lot to further mitigate this issue. Review of the device history records for this lot found no potentially contributing factors.

Event description:
The customer reported that during a procedure, the jaws of the device were broken and could not be closed. Examination of the received device on december 6, 2016 found it was broken in a way that the knife could be extended with the jaws open.